Event description:
Facility called stating that the right brake allegedly broke. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdx, serial number/date code and age of product are unknown. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(4) female. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. An unknown facility called stating that the right brake allegedly broke on the consumer's tdx power chair. Facility had already received instructions on how to make the necessary repairs on the power chair. No injury alleged.